Event description:
Use of painbuster pump after "simple" shoulder surgery has totally destroyed my shoulder. I have had seven surgeries and a partial shoulder replacement. The diagnose years later, has been pagcl. This device has destroyed much of my life.